Event description:
The regular follow-up check on (B)(6) 2021 was performed without the presence of a (B)(6) sales rep due to the covid. Me (medical engineer) confirmed egm with episodes of noise oversensing on v-channel of a paradym dr implant patient. On (B)(6) 2021, me contacted our sales rep to decide whether to explant the lead because the battery replacement time is near. Since that day was a regular follow-up day, the patient was checked together. No noise recording was confirmed this time (sensitivity was changed from 0.4mv to 0.6mv at the time of follow-up in (B)(6). The sales rep confirmed the egm at previous follow-up and told me that there was a high possibility of myoelectric potential. The doctor seemed to perform a normal ICD replacement, but explained to the doctor that this ICD lead, isoline was a recalled product. The doctor understood that the noise was likely to be myoelectric potential, and decided to continue using this ICD lead, without explanting it, and then followed up with remote monitoring. The doctor asked for an egm analysis.